Event description:
It was reported by the pt's attorney that a s a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.

Manufacturer narrative:
The device remains implanted. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. The instructions for use which accompanies each device states in the warning section: "the implant procedure and instrumentation associated with the surgical placement of the sling carry an inherent risk of infection and bleeding, as do similar urological procedures." In the precaution section, the IFU states: "postoperative retropubic bleeding may occur in some pts and must be controlled prior to pt release." In the potential complication section, the IFU states: "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage." (B)(4).